Event description:
On (B)(6) 2013, abbott point of care was contacted by a customer regarding act celite cartridge lot# s12252 that yielded quality check code 44 (qcc) and qcc 81 while testing veterinary patients. Per I-stat system manual (art: (B)(4)). Qcc 44: unable to position - the analyzer did not detect movement of sample across the sensors. This could be due to a clot in the sample (especially in neonates), to not closing the snap closure on the cartridge, or to an aberrant cartridge. Qcc 81: cartridge error - bad contact between the thermal probes in the analyzer and the metalization on the back of the chips in the cartridge trigger these codes. Causes are: poor metalization of the chips, dirt on the metalization, or bent or broken thermal probes in the analyzer. Based on the information available there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). The investigation was completed on (B)(4) 2013. Although testing passed acceptance criteria, a deficiency was discovered that is associated with the lot in question. Gathered process test data including finished goods retain and return data for act celite s12252 shows the initial oscillation measurement can be a predictor for increased rates of codes like qc code 31. The issue is not uniformally distributed across lot s12252.